Event description:
This case was reported by a consumer's family member and described the occurrence of "vasculitis" in a consumer who used an unspecified variant of super poligrip denture adhesive cream. The consumer initially called to inquire whether or not it is safe to ingest a small amount of the product. A physician or other health care professional has not verified this report. The consumer's family member reported that the consumer began using super poligrip denture adhesive cream for their dentures just over five years ago. Family member also reported that although the consumer used super poligrip as directed on the package, consumer would sometimes accidentally ingest a small amount of the product. The consumer's family member reported that the product worked well for the consumer and about two weeks ago, the consumer began to notice two or three blisters on their right foot. The consumer's family member reported that due to the event, the consumer was taken to see a physician, who thought it was an infection. The consumer's family member reported that the physician did not drain the blisters but he treated them with an unknown antibiotic cream. The consumer's family member reported that the antibiotic did not seem to help the symptoms and about four days later, the blisters became worse and it spread to the consumer's right ankle. The consumer's family member reported that the consumer was taken to the physician again and he admitted consumer to a hosp for tests. Cat scan, a complete blood test and an MRI, for which all of the results were negative. The consumer's family member reported that the consumer underwent these tests to rule out cancer. The specific details of the cat scan or the MRI are unknown. The reason for the physician to perform tests to rule out cancer or the type of cancer he suspected is unknown. The consumer's family member reported that the consumer was diagnosed with "vasculitis" secondary to a "blood vessel infection" and consumer was treated with unknown oral and topical antibiotics, oral prednisone and ranitidine (zantac). Family member reported that the consumer's symptoms improved. The next day consumer was discharged from the hosp within about five days with instructions to apply the antibiotic cream and warm compress on the blisters. The consumer's family member reported that the physician was made aware of all of the consumer's medications and products, including the use of super poligrip denture adhesive cream, but the physician could not determine the cause of their symptoms. The consumer's family member reported that currently, the consumer is still using super poligrip denture adhesive cream and that the blisters on their foot and ankle have completely resolved. The consumer's family member further reported that the consumer has a 10-year history of osteoporosis, a 30-year history of asthma and a 30-year history of smoking one pack of cigarettes per day. Family member also reported that the consumer has been taking one alendronate (fosamax) every week for about 10 years and consumer has also been using oxygen as needed for asthma for about 20 years. The consumer's family member refused to grant the MFR permission to contact the consumer's physician. The consumer's family member did not know the exact variant, the lot number or the expiration date of the product and family member refused to grant the MFR permission to contact the consumer to obtain the product info. The consumer's family member was advised that ingredients of this product are edible and non-toxic and swallowing small amounts of this product during normal usage is expected and is not harmful. The consumer's family member agreed that if family member thought that the consumer was swallowing an unusually large amount of the product, they would contact the consumer's dentist about the fit of their dentures.